Event description:
The customer reported a defib test failure displaying a shock equipment malfunction. A shock equipment malfunction could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.